Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of patient's left hip. Upon performing the procedure, surgeon reported metallosis and wear of the head/trunnion junction.

Manufacturer narrative:
An event regarding altr involving a accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor could the root cause be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon performed a revision of patient's left hip. Upon performing the procedure, surgeon reported metallosis and wear of the head/trunnion junction.